Manufacturer narrative:
The patient had previously come in due to signs of infection. On (B)(6) 2016 the surgeon removed a product and inserted a gmk femur and sc insert with antibiotic spacers. The infection subsided. On (B)(6) 2016 the patient came in to have the procedure completed (the products implanted on (B)(6) 2016 were used for guaranteeing knee mobility, but they were changed on (B)(6) 2016 at completion of the revision). The surgeon revised with medacta product. The patient came in again due to signs of infection and on (B)(6) 2016 ((B)(4)) the surgeon performed and I & d and swapped the insert. At least, the patient came in with another infection, the pathogen result is positive for strep. On (B)(6) 2016 the surgeon revised everything. Batch reviews performed on 11 july 2016. (B)(4).

Event description:
The patient came in with another infection, the pathogen result is positive for strep. The surgeon revised everything, and input a size 4 femur and a tibia with cement as an antibiotic spacer. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
Additional information received on 22 august 2016 and includes: the surgeon removed the right knee antibiotic spacer and input permanent implants. The surgery was completed successfully.